Event description:
Patient had sternal hardware, a mandibular plate placed over her sternoclavicular joint and going onto the sternum. Sometime after the implant the patient felt a pop and pain just proximal and distal to the sternoclavicular area. The patient brought to surgery for removal of broken implant. The plate was noted to be fractured at the proximal third. The bone was stable. Each screw was removed and the flaps were undermined. Once this was done, the entire sternoclavicular joint as well as the first rib to the manubrium was re-plated with a new device. The original surgery was done late last year.